Event description:
It was reported that balloon detachment and difficult to remove occurred. The chronic totally occluded (cto) target lesion was located approximately 10cm above the heel of the moderately tortuous and severely calcified posterior tibial artery. The guidewire was able to cross, and a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and forcibly pushed in and tried to cross the lesion part, but it became stuck in the calcification. The distal tip comes off when it was pulled out. The detached fragment remained in the occluded area inside the patient. The procedure was completed with a different device. No patient complications were reported.